Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of intraocular lens (iol) had a mark on it. The lens was implanted to the patient. There is no information about post -op visual acuity. No further information provided.